Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. A batch MDR is being submitted to represent the 16 samples in this run. This will represent one event on a single device as per FDA guidance. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the kit cobas 6800/8800 sars-cov-2 192t. A customer from (B)(6) alleged that they received potential false negative results for 16 patients¿ samples when tested with the kit cobas 6800/8800 sars-cov-2 192t analyzed on the cobas® 6800 system. The customer reported that they observed when performing their sars-cov-2 validation that a batch run with 16 samples that were negative with the roche assay analyzed on the cobas® 6800 system were previously positive with the seegene assay. No patient details were made available, and no harm or injury was indicated. Patients¿ samples were collected using nose/throat in 2ml vpss and 1ml vtm with 1ml nuclisens lysis buffer (biomerieux) added to it. This is not a recommended practice for sample collection. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. The investigation to assess the customer allegation has not yet been completed.

Manufacturer narrative:
The allegation was not observed. An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. (B)(4).